Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter name and address: phone number: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that 4 bd ultra-fine¿ ii insulin syringes were unable able to draw up medication. The following information was provided by the initial reporter: consumer reported found 4 syringes from this box not able to draw up medication.

Event description:
It was reported that 4 bd ultra-fine¿ ii insulin syringes were unable able to draw up medication. The following information was provided by the initial reporter: consumer reported found 4 syringes from this box not able to draw up medication.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: (B)(6) 2022. H.6. Investigation summary: customer returned a single 1ml syringe. No immediately observable defects were found. However, no water could be drawn into its barrel during functional testing. A rod was inserted into the cannula of the syringe, and an obstruction was found shortly past the mouth of the cannula. A review of the device history record was completed for batch# 1095223. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200954781] noted that did not pertain to the complaint. Based on the samples received, embecta found that the needle was clogged. No root cause has been determined.